Manufacturer narrative:
The device was returned for evaluation on 5/7/2019. The device was returned for evaluation on 5/7/2019. The analysis verified a leak at the drip chamber, not in the bubble trap. The drip chamber leak is due to solvent bond failure. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger¿ fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented december 2017 to further reduce incidence of solvent bond leaks. Product lot # hx8119 was produced after corrective action implementation. Supplier corrective action number aaue-aq9q5q was issued to address solvent bond leaks. 3m will continue to monitor complaints to confirm the effectiveness of the change made. End of report.

Manufacturer narrative:
The sample has not been received at 3m st. Paul, mn (u.s.) For evaluation. Without the sample, it is not possible to determine exact location of leak or establish definitive root cause of alleged defect. Based on the information provided, leak appears to have occurred at the bubble trap. Scar, aaue-baesf5 , was issued (B)(6) 2019, to address bubble trap leaks in high flow fluid warming models. Product lot# hx8119 was produced prior to this scar being issued to the manufacturer. 3m will continue to monitor. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow fluid warming set (model 24355) had a liquid leakage observed under the bubble trap while preparing the product for surgery. No injury was alleged.